Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Company manufacturer met with patient and were unable to reconnect. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
Additional information received indicated company representative when met at the first time to reconnect was unable since the issue was with the clinician programmer and was met again and was able to connect to the battery successfully. Therefor no intervention is needed.

Manufacturer narrative:
H1: changed from serious injury to malfunction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.